Event description:
B braun IV pump was being used to infuse critical medication continuously- however, downstream occlusion alarming every 10-15 minutes causing medication to stop infusing. Attempts at troubleshooting pump failed. IV pump was changed with resolution of the alarm on new pump.